Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the atrial pacing lead was variable. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead displayed high impedance, noise, pacing issues and sensing issues. A lead fracture was confirmed via an x-ray. Reprogramming was completed and the lead currently remains implanted. No patient complications have been reported as a result of this event.